Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and observed multiple autofill failures with index codes related to a leak in the system. The fse troubleshot and discovered that the iabp fill port was very loosely connected to the safety disk. To resolve the issue, the fse reconnected the tubing and devices successfully, then completed autofill and the iabp began pumping with known trainer and known balloon. Unrelated to the complaint issue, the fse observed that the ECG input connection was damaged, and made the necessary repairs to the ECG cable at the customer's request. The fse then completed full preventative maintenance (pm) and all calibration, functional and safety checks were passed per factory specifications. The iabp was then returned to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an "auto-fill failure" alarm. The circumstance of the event is unknown; however, there was no patient involvement and no adverse event was reported.